Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that he was hospitalized with low blood glucose levels. The customer stated that he was also treated by the paramedics for low blood glucose levels over a week ago. No blood glucose reading was reported for either event. The customer also stated that the insulin pump had been exposed to three MRI scans within the past year. Troubleshooting was performed and the insulin pump passed the displacement test. The insulin pump was programmed correctly as well. Advised the customer not to expose the insulin pump to MRI scans.